Event description:
On (B)(6) 2011, patient reported the infusion device piston rod would not retract. The correct type of battery was used in the infusion device; the battery was installed the previous night and was not expired. Patient inserted a different battery, and the infusion device piston rod still would not retract. New batteries were shipped for troubleshooting as patient was unable to purchase them. Follow-up was completed on (B)(6) 2011. Patient took the infusion device to her diabetes educator. She inserted a new battery and the infusion device piston rod remained stuck. The infusion device was not dropped or exposed to water or insulin ingress. No error messages were received. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation.